Event description:
A healthcare facility in canada reported via fisher & paykel healthcare (f&p) field representative that the tubings of nasal cannula broke during use. It was also reported that epoprostenol was being delievered during the reported event. There was no patient consequences.

Manufacturer narrative:
(B)(4). The opt944 nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 nasal cannula (opt944) was received at fisher & paykel healthcare new zealand for evaluation. It was visually inspected. Results: visual inspection of the complaint device revealed that the tubing was found degraded near the connector, the white clip and the manifold. White residue was found on the tubings. No stretching of the tube was observed. Conclusion: degradation of the tubing is most likely due to the hydrolysis caused by nebulizing drug (epoprostenol). All optiflow nasal canuulas are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject cannulas would have met the required specification at the time of production. The setup instructions in the user instructions which accompany the opt944 nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety. Do not soak, wash or sterilise.

Manufacturer narrative:
(B)(4). The complaint opt944 nasal cannula (opt944) is not returning to fisher & paykel healthcare for evaluation. We are in the process of obtaining further information from the customer to determine if the opt944 caused or contributed to the reported event. We will provide a follow up report upon completion of the investigation

Event description:
A healthcare facility in (B)(4) reported via fisher & paykel healthcare (f&p) field representative that the tubings of nasal cannula broke during use. It was also reported that epoprostenol was being delivered during the reported event. There was no patient consequences.